Event description:
This is an american medical systems intepro y mesh sling model no - catalog no 72404000, lot/serial no (B)(4). This was an initial robotic assisted sarcolpopexy that turned into another and now I am going on a third transvaginal mesh surgery to be fixed again. For a total of 3 surgeries in all. I would like this to be reported please. I have been put on disability and lost a husband and mentality. I see a therapist weekly, dr. (B)(6), (B)(6). I see a neck therapist, I see a mental doctor. I have lost a husband, I can't sleep. I pee my pants. I have severe pain and bleed and am waiting on another surgery. I am on body relaxation medication. I am in such pain from these surgeries and now have to go through another. Chiropractor (B)(6) 2011, pain clinic epidural shots 3/13/2012, spine injections (B)(6) 2012. Office visit (B)(6) 2012 and the list goes on and on.